Event description:
It was reported that a folfusor sv 2.5ml/hr overinfused. This occurred during patient infusion with fluorouracil and glucose. The reporter stated that after 12 hours the device had infused 72ml when the expected infusion would be 30ml. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was discarded. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.